Event description:
Caller reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the caller in performing the reset, and advised that the customer can continue using the pump. The caller was instructed to call back if the malfunction code recurred, and they acknowledged and understood the guidance.